Event description:
On (B)(6) 2014, the lay user/patient¿s spouse contacted lifescan (lfs) (B)(6) alleging that the patient¿s onetouch verio iq meter continued to display message of apply sample after a sample had been applied to the test strip. The complaint was classified based on customer service representative (csr) documentation. The patient¿s spouse reported that the meter issue had been ongoing since last 3 months and had occurred with multiple test strip lots. The patient manages his diabetes with insulin (self-adjuster). It is not known if the patient made any adjustments to his usual dose of insulin due to the meter issue. The reporter reported that sometime after the issue began, on several occasions the patient developed symptoms of ¿ feeling thirsty, headache, cold sweats and confused¿. The patient informed the csr when symptomatic and unable to test his blood glucose due to the meter issue, the patient would skip his meals to ¿make sure his sugar levels didn¿t go out of control¿. It is not known what treatment, if any, the patient received in response to the symptoms he developed. At the time of troubleshooting, the csr noted that the reporter did not have the patient¿s meter with her. The serial number of the subject meter was not provided. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/29/2014). The patient¿s meter has been returned on 8/18/2014 and evaluated by lifescan product analysis on 8/20/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.